Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients ipg keeps turning off within hours of charging. Database analysis revealed no anomalies. The patient underwent an ipg explant procedure.

Event description:
It was reported that patients ipg keeps turning off within hours of charging. Database analysis revealed no anomalies. The patient underwent an ipg explant procedure.

Manufacturer narrative:
Sc-1160 (sn (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.